Event description:
Reported in initial MDR: donor experienced nausea, vomiting, lightheadedness and discolored urine during their 30 minute wait at the center after donation. Ems was called due to signs and symptoms that were not alleviated by rest, cold compresses and fluids at the center. Donor received medical intervention at the ER for nausea, hypocalcemia, and possible citrate reaction. Donor released with discharge instructions and to contine with calcium carbonate for hyocalcemia, zofran for nausea and plenty of fluids to clear the kidneys. No further information regarding donor is available. Hemoglobinuria caused by pump tube length. Please note, it is in the fresenius kabi aurora xi plasmapheresis system label that donors may experience discolored urine after completing a plasma donation. However, as stated in MDR report #s 3004548776-2019-00002 and 3004548776-2019-00003, 2 separate donors were sent to the hospital and treated (medical intervention). Therefore, we are filing all reports of discolored urine we have received for the fresenius kabi aurora xi plasmapheresis system until our investigation is complete and corrective actions implemented. Follow-up MDR verbiage: brown/discolored urine occurs due to hemolysis in the concentrated cell lines. The root cause of hemolysis in the concentrated cell lines is excess tubing below the cell pump, which in turn may be due to: (a) distance between purple keepers out of tolerance that could create a kink in the tubing holder joint, or (b) an unfavorable tolerance stack between a cell pump line keeper distance and positioning of the cell pump and its associated tubing guides. The aurora xi instrument currently includes tubing guides that position the plasmacell xi disposable set tubing keepers to ensure consistent pump tubing loading and consistent pump performance. These tubing guides currently grasp the tubing; in some cases, if there is excess tubing between the pump and the tubing guide, kinks may form. The kinked tubing has the potential to cause hemolysis which could result in free hemoglobin being infused to the donor. Current controls: to assure that the distance between the purple keepers is in tolerance, the following controls are established at the manufacturing site: 1) 100%-dimensional inspection is performed during manufacturing process. 2) in process visual and dimensional quality inspection. 3) process control monitoring per lot. 4) post sterilization sampling final inspection. Corrective action: modify the purple keeper assembly fixture to avoid tubing movement and ensure proper distance. This corrective action has been completed. Modify the cell pump tubing guides geometry with a larger bore to allow any potential excess tubing to slip through instead of kinking (FDA event reference (B)(4)). Corrective actions were identified based on the fresenius kabi CAPA 558906 investigation result process.

Event description:
Donor experienced nausea, vomiting, lightheadedness and discolored urine during their 30 minute wait at the center after donation. Ems was called due to signs and symptoms that were not alleviated by rest, cold compresses and fluids at the center. Donor received medical intervention at the ER for nausea, hypocalcemia, and possible citrate reaction. Donor released with discharge instructions and to continue with calcium carbonate for hypocalcemia, zofran for nausea and plenty of fluids to clear the kidneys. Hemoglobinuria caused by pump tube length.